Event description:
Event description cpi received information that this patient came in for a follow up visit at which time the implantable cardioverter defibrillator (ICD) was unable to communicate with a programmer. In addition, magnet tones were unable to be elicited with the application of a magnet.